Event description:
It was reported that the patient underwent a gynecological procedure to treat stress urinary incontinence on (B)(6) 2003 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure to treat stress urinary incontinence, uterine prolapsed, 2nd degree rectocele, cystocele and a sling was implanted. Concomitantly the patient underwent a vaginal hysterectomy/bilateral salpingo-oophorectomy, vaginal vault suspension, posterior repair and cystoscopy. It was reported that following insertion the patient experienced pain, urinary/bowel problems and bleeding. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.